Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting patient with skinvive¿ by juvéderm®. Two hours later, the patient experienced ¿ischemic pain¿ in the zygomatic region. Tissue perfusion was performed, which was considered slow, indicating a diagnostic impression of ¿vascular occlusion.¿ the patient was treated with hyaluronidase and an analgesia protocol, achieving improvement in the perfusion. The event resolved.